Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension.

Event description:
Information was received from a manufacturing representative about a patient with an undetermined number of patients. It was reported that in previous cases there has been an issue with an extension. There were no symptoms reported. No further complications were reported or anticipated.